Event description:
It was reported that the 9800 system locked up and could not be rebooted prior to a case. The procedure was completed without incident and no patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard driver and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.